Event description:
Hill-rom received a report from the account stating the intellidrive ran in reverse when pushed forward. The bed was located in room 435 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technician found the left strain handle was the issue. Per the hill-rom user manual, warning: do not use the intellidrive transport system if the bed moves forward or reverse when one of these occur; you press one of the enable switches, but do not apply pressure to one of the handles; you apply pressure to one of the handles, but do not press one of the enable switches. Contact your facility-authorized maintenance person. Failure to do so can result in injury or equipment damage. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the left strain handle to resolve the issue. Based on this info, no further action is required.